Event description:
It was reported that during an open colon procedure, the device fired on half. The clips didn´t close. The surgeon opened a new device and finished the surgery. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with two cartridge reloads present. The cartridge reloads had the proximal 22 drivers up without staples, and the remaining drivers down with staples present. Both reloads had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. The cartridge reloads were manually unlocked and the device was tested for functionality with the returned cartridge reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.